Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the pacemaker was not pacing. The physician elected to use a different pacemaker to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. Analysis was normal. No anomalies were found.